Manufacturer narrative:
Ge rep evaluated system and found bad x-ray tube and cables. Replaced the tube and cables, tested system. System operates as intended.

Event description:
It was reported that the image quality was intermittently bad at high technique. No pt injury was reported.